Event description:
The facility reports the resident was being moved from the chair to the toilet. The stna lowered the resident halfway with the handset and stopped the lift to lower the resident's pants. The lift started raising with no buttons being pushed. The resident got scared and tried to sit back down, bending her knee and sliding herself down inside the back of the sling while still holding on to the raising bar, causing her arms to be stuck over the sling (sling was around her upper back, close to her neck) and under the raising bar. The stna pushed the down button, but the lift would not lower. She pushed the emergency lower knob to lower the resident. Resident sustained a bilateral distal humeral fracture to both arms and a fractured collar bone. The resident was taken to the hospital, where she had surgery and both arms placed in casts.